Manufacturer narrative:
A review of the complaint history, dimensional verification, device history record, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. Only the pmg-18sp-40-cope-nt wire guide of the mpis-401-nt-sst micropuncture transitionless access set was returned for investigation. Laboratory results showed: in the device's returned condition the coil wire was elongated. Review of device history record shows no nonconforming events which could contribute to this failure mode. There is no evidence to suggest that this device was not made to specifications. No other reported complaints for this lot number were identified. Excessive force and/or unusual stress conditions may have contributed to the subsequent device separation. However, based on the information provided and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that an endovascular treatment, percutaneous transluminal angioplasty (pta) for left superficial femoral artery (sfa) occlusion was performed using a micropuncture transitionless access set. During the initial procedure the physician used a 21g needle then advanced 0.018" wire. It was then discovered to be in subintimal. The physician then tried to remove the wire & needle, but the wire was stuck (needle removed). The physician then tried to forcibly remove the wire causing the wire to suddenly separate. Most of the wire was removed, but about 1 cm of wire was stuck inside patient's body. The physician was able to eventually remove all of wire from the patient.